Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a catheter "malpositioned" - coiled in the posterior lumbar space and tip outside the intrathecal space. The pt had complained of increased pain. The pt expired secondary to metastatic colorectal cancer. The pump contained dilaudid, bupivacaine, clonidine and baclofen. The baclofen was compounded as 200.0 mcg/ml with doses of 125.03 mcg/day, 154.00 mcg/day, 111.18 mcg/day, and 140.63 mcg/day. No interventions or diagnostic methods were reported. Add'l info has been requested, it was not available at the time of this report.